Event description:
Caregiver stated that the leg on a ghs350 hydraulic stand-up lift turned inward with user in lift. The lift allegedly tipped over onto the caregiver. No alleged injury or medical intervention.